Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Despite multiple troubleshooting attempts, the occlusion problem persisted. Customer will continue to use the pump for therapy, a replacement pump has been sent to resolve the issue.